Event description:
It was reported that when the device was used during a laparoscopic nissen procedure, the suture broke at the needle when trying to use the device. A new reload was used with the same results. This occurred three more times. Doctor used another product to complete the case. There was no reported pt consequence and no devices are being returned.